Manufacturer narrative:
Please note that the event date and lot number are both unknown. The code 4581 was selected for the health effect - clinical code as "vascular access complication" was not an option. The complaint conclusion is pending and will be submitted within 30 days upon completion.

Event description:
As reported, after the combined use of a 6f-12f mynx control venous vascular closure device (vcd) and a non-cordis suture assisted vcd, the patient¿s left groin site required the patient to go to the emergency room to receive a wound vac and ¿debrievement¿ treatment. The device was used in a pulse frequency ablation (pfa) procedure. Additional information was requested but was unavailable. The device will be returned for evaluation.